Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had the following issues: polarity switch, low impedance, insulation damage and oversensing of noise/non-physiologic signals. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.